Event description:
It was reported that the procedure was to treat a right internal carotid artery. The xact was advanced to the lesion through a non-abbott sheath and when injecting contrast, before deployment, there was air observed coming back into the injection device. The xact was successfully deployed. It is unknown if it is the xact or the shuttle catheter that is leaking. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.